Event description:
Lap chole - "each clip had a slight scissor look as they were placed on the duct. Clips remained on the duct fine."

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.